Event description:
The pt developed a cerebrospinal fluid leak after initial catheter implant. The hcp removed the entire catheter and did a blood patch. The plan of care was to wait for the leak to subside and then place a new catheter. There was no hole, tear, or break in the catheter. The problem was not related to the catheter itself.

Manufacturer narrative:
(B) (4).